Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer noted that the insulin appeared to be gelled. The customer's blood glucose (bg) level was 584 mg/dl. The customer indicated that the cartridge, infusion set and vial of insulin would be changed and a bolus of insulin would be administered to address the high bg level. Reportedly, the customer used the cartridge for 3 days.